Event description:
During a percutaneous transluminal angioplasty (pta) to the iliac artery, a powerflex pro (8/40mm) was delivered for post dilation and inflated with a medtronic¿s indeflator at the lesion. However, the powerflex pro ruptured at 3atm during its initial dilatation. Therefore, the powerflex pro was removed intact with no difficulties from the patient and a non-cordis balloon was used. The procedure was finished successfully and there was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintain negative pressure. It is unknown the contrast media used or the contrast to saline ratio. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was initially crossed by a guidewire (chevalier 14 floppy, fmd), pre-dilatation was conducted with a non-cordis balloon catheter. Then, a smart control stent was placed at the lesion. The lesion was de novo, moderately calcified and mildly tortuous. The rate of stenosis was 99%. The product will not be returned.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during post-dilation of a smart control stent in the iliac artery, a powerflex pro (8/40mm) burst at three atmospheres during initial inflation. There was no patient injury reported. The target lesion was de novo, moderately calcified and mildly tortuous. The rate of stenosis was 99%. The lesion was initially crossed with a non-cordis guidewire and pre-dilation conducted with a non-cordis balloon catheter. A smart control stent was placed at the lesion. The powerflex pro was delivered to the site but ruptured upon inflation. Therefore, the powerflex pro was removed intact with no difficulties from the patient and a non-cordis balloon was used. The procedure was finished successfully and there was no reported patient injury. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintained negative pressure. It is unknown the contrast media used or the contrast to saline ratio. A medtronic indeflator was used as an inflation device and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis the reported ¿balloon burst at/below rbp¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (moderate calcification and 99% stenosis) that may have contributed to the difficulty experienced by the customer. Neither the information available for review nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.